Event description:
It was reported that the patient had an infected incision site. The patient had an incision and drainage performed. The lead and generator were explanted after this. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilize no other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the implant proced.